Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16995849/2000010095. Product family: linear st lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17613428.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on the leads. The patient underwent an explant procedure. Devices will not be returned. No further information has been obtained despite good faith efforts.